Event description:
Additional information received reported the patient's device was explanted. The patient wanted the device removed because she needed an MRI and her unit was not effective. The patient did not require hospitalization due to the event.

Event description:
It was reported the stimulation did not work, and the device was currently turned off. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# v078038, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).